Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he feels that the pacemaker is not working. He reports that his heart rate is "90 to 105" in the morning and he has not felt any "electrical shock". Patient is on medication to lower his heart rate. The device is still in use. No patient complications have been reported as a result of this event.